Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the display data for volumes on a 980 ventilator was giving zero readings. The patient was not removed from the ventilator as it continued to ventilate the patient. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.